Manufacturer narrative:
Insulin pump was received with operating currents within specification. Insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. However, insulin pump was unable to prime during prime/a33 test due to faulty force sensing system. Insulin pump was received missing end cap sticker, cracked case at display window corners, broken reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the insulin pump was returned with unknown reasons. Customer's blood glucose level was unknown at the time of incident. The insulin pump was returned for analysis.